Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12mar2020.

Event description:
It was reported that the unit declared a 5 volt alarm failure and machine proximal pressure sensor failure following a central processing unit (cpu) board replacement. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician discovered that the customer installed the cpu board incorrectly through the bottom of the unit without removing other components. The technician also discovered that the customer did this while the battery was connected. The technician determined the customer pushed up components that were not removed during the installation and/or damaged one of the boards in the unit. The customer was advised that all power sources must be disconnected prior to board replacement. The customer was provided with information on how to properly install the cpu.

Manufacturer narrative:
G4: 20apr2020. B4: 30apr2020. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.